Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 6.7 mmol/l at the time of the call. The customer stated that they were trying fill the tubing but insulin squirted out of the insulin pump and the screen of the device went blank. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.